Event description:
Angiojet used for thrombectomy. Catheter primed without issues. After a few seconds of thrombectomy, the angiojet alarmed to check saline. Saline found to be leaking into pump/bulb. Another device obtained and procedure continued.